Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the device was functioning normally when an error message occurred stating the occluder needs service. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The complaint could not be duplicated by the field service representative (fsr). The fsr swapped by removing and installing occluder module in two different bases and both units operate to manufacturer specifications and were returned to clinical use. The fsr downloaded data logs for further analysis. The fsr returned the occluder modules to the original bases and verified the units operated to manufacturers specifications and returned the suspect unit to clinical use. The customer will advise MFR if occluder error reoccurs. If additional info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.